Event description:
Adverse event(s): "none reported" (no known impact or consequence to pt). Product problem(s): "touchscreen froze" (no display or display failure). A nurse reports, the touch screen froze during a case and in setup. The current status of the pt is unk. Additional info has been requested.

Manufacturer narrative:
Although a part has been returned, the analysis has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)